Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed to open or close. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawers 6 and 7 both failed, with drawer 6 experiencing repeated failures. A field service engineer inspected and found that there were no blockages in the optical sensors. Replaced the drawer boards in both drawers. Drawer 7 functioned properly after the replacement, but drawer 6 continued to have issues with closing. Identified a faulty spring as the cause, when the drawer closed softly, the latch failed to catch. Replacing the spring to resolve the issue. Additionally, fse inspected other drawers in the auxiliary section: half height 2.1/2.2: ejected all cubies and cleared debris, including staples and plastic. Full height drawer 3: ejected all cubies, removed debris, and replaced the inseparable before the magnet detached. Full height drawer 4: similar maintenance was performed, cubies ejected, debris removed, and inseparable swapped before magnet failure. Half height drawer 5.1/5.2: ejected cubies, cleaned out debris, and tightened screws on the front faceplate. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed to open or close. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.